Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter is prompting for the calcode to be entered. The patient's diabetes is managed with oral medication. The product issue began on (B)(6) 2010 at 4 pm. The patient did not make any alteration to his diabetes management on the day of concern. Reportedly, 3 hours later, he developed symptoms described as "sweating, shaky, losing awareness, and could not eat or drink." He allegedly administered self treatment with food and drink at 6 pm. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the calcode issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be associated with hypoglycemia 3 hours after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k062195.